Manufacturer narrative:
Discarded by customer.

Event description:
It was reported that patient received potential 2nd degree burn after rfa. Grounding pad was on left upper back and burn was noted 2 days after procedure his skin blistered. He needed to be treated by burn/wound care for a month but completely healed. The procedure was successfully completed without any delays.